Event description:
A decrease in sensing was observed. The device oversensed, and the patient received inappropriate therapies as a result. The pace/sense portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
Na